Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the reservoirs were leaking into the insulin pump. Blood glucose level at the time of the incident was not provided. The customer was advised that the reservoirs would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications. The reservoirs do not leak.